Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The biomedical scientist from customer site reported the injury during the troubleshooting for aspiration error on the alinity I processing module. As part of troubleshooting the bio medical scientist removed the probe from alinity I processing module for blockage inspection. The biomedical scientist accidently poked himself by the probe between thumb and index finger on left hand. No blood was seen from the poke. The biomedical scientist went to occupational health department and got administrated with hepatitis b vaccine. The blood was drawn for hepatitis b markers. The biomedical scientist had lab coat on but did not wear gloves at the time of incident. The biomedical scientist is doing ok. There was no patient involvement.

Event description:
The biomedical scientist from customer site reported the injury during the troubleshooting for aspiration error on the alinity I processing module. As part of troubleshooting the bio medical scientist removed the probe from alinity I processing module for blockage inspection. The biomedical scientist accidently poked himself by the probe between thumb and index finger on left hand. No blood was seen from the poke. The biomedical scientist went to occupational health department and got administrated with hepatitis b vaccine. The blood was drawn for hepatitis b markers. The biomedical scientist had lab coat on but did not wear gloves at the time of incident. The biomedical scientist is doing ok. There was no patient involvement.

Manufacturer narrative:
A review of the (B)(6) analyzer service history identified no contributing factors on or around the date of the complaint. A product labeling review of the alinity ci-series operations manual addresses safety hazards including biological and physical and sharps hazards; the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Section 9 of the alinity ci-series operations manual provides removal and replacement instructions for the pipettor probe and cautions the operator of probe stick hazards and biological risks. A cross functional team determined the incident was due to a use error in that the customer did not follow all required precautions as indicated in the service procedures, specifically probe stick hazards, and not wearing the recommended personal protective equipment (gloves) while performing troubleshooting activities involving biological hazards. The injury to the customer¿s hand was not caused by any system malfunction and no systemic issue or deficiency of either the alinity pipettor probe or the alinity I analyzer were identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No systemic issue or deficiency of either the pipettor probe or the alinity I analyzer were identified.